Event description:
It was reported that the physician was implanting a gore helex septal occluder to close an atrial septal defect. The pt's septal length was only 27mm, so a 25mm helex device was attempted. The device would not seat well on the septum, so the physician decided to remove the device. While removing the device, the retrieval cord broke. A coronary balloon was used to pin the device to the delivery catheter and the delivery system was removed. Another device was implanted. During the procedure, it was reported that the pt lost approx 25cc's of blood out the back of the delivery catheter, so following the procedure, the physician decided to give the pt a blood transfusion. The pt was reported to be doing well following the transfusion.

Manufacturer narrative:
The review of the mfg records verified that this lot met all pre-release specs.